Event description:
It was reported that the nurses on c6-2 reported difficulty programming and documenting ivig. Ivig is ordered as a piggyback. Because it is run as a secondary, the device does not call the nurse back to titrate up according to the steps. When the first step is complete, the device reverts to the primary infusion rate, while still pulling from the secondary ivig bag. The titrations also do not get documented into cerner. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had unintended rate change was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.